Event description:
The reporter indicated that for 6 months post-implant the patient responded positively to the vns (vagal nerve stimulation). The patient then experienced an increase in their seizures. The reporter also stated that the patient presented with a protrusion at the neck.